Event description:
It was reported that the customer received a battery out limit alarm after a battery change. Her blood glucose level was 449 mg/dl. The customer experienced low blood glucose levels because her insulin pump was delivering over ten units of insulin. The customer passed out due to her low blood glucose level. Her husband gave her liquid glucose to bring her blood glucose level up. The customer's husband suspended the insulin pump as well. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.